Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. A review of device data by boston scientific technical services (ts) confirmed the power consumption has been abnormally high and stable since implant. A hardware malfunction was suspected and ts suggested device replacement. At this time, the pacemaker remains in service and no adverse patient effects were reported.